Manufacturer narrative:
(B)(4). This is a report of a use error, where the home patient did not open the white clamp on the patient line, the fluid in the patient line did not go to the top and then the home patient connected the patient line to the transfer set and pressed go. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had connected to the patient line of the cassette during prime. The home patient contacted global technical services requesting re-priming assistance which occurred while using the homechoice during the initial drain. The home patient was connected. The home patient stated they wanted to re-prime the patient line as fluid did not go to the top. The home patient stated they connected and pressed go but they did not open the white clamp on the patient line. The technical service representative assisted the home patient with ending therapy and advised the home patient to start over with using new supplies. The technical service representative reviewed proper procedures with the home patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.